Manufacturer narrative:
(B)(4). Concomitant product: stent: 3.5x12 xience alpine. The device remains in the patient, and was, therefore, not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 2.5x18 rx xience alpine and a 3.5x12 rx xience alpine drug-eluting stent was implanted for treatment of an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms and a perforated bowel. The patient was treated with unspecified surgery then the patient was discharged home with extended care. No additional information was provided.